Event description:
A malfunction alarm identified as malf 16 was reported with no prior notable events. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.